Manufacturer narrative:
The customer contacted siemens customer care center (ccc) for this event. Siemens ccc requested patient sample results and instrument files for further investigation from the customer. The customer has not provided siemens healthcare diagnostics any information to date. The cause of the discordant results for igf-1 on the immulite 2000 xpi instrument is unknown.

Event description:
The customer has obtained discordant results on seven patient samples for the insulin-like growth factor1 (igf-1) assay on an immulite 2000 xpi instrument. It is unknown if any of the results were reported to physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant results on the patient samples.

Manufacturer narrative:
The customer contacted siemens diagnostics on (B)(6) 2015 and requested that a siemens field service engineer (fse) visit the customer site and evaluate the immulite 2000 xpi instrument. The fse performed a routine preventive maintenance on the immulite 2000 xpi system. The customer repeated the samples on the immulite 2000 xpi system as indicated after the fse visit, and the results were acceptable and within expectations. The customer has had no other issues with the system. The cause of the discordant igf-1 results on the patient samples is unknown. The system is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer obtained discordant results on patient samples for insulin-like growth factor-1 (igf-1) on an immulite 2000 xpi instrument. On (B)(6) 2015 eleven patient samples were analyzed on the immulite 2000 xpi instrument using igf-1 reagent lot 534. On (B)(6) 2015 eight different patient samples were analyzed on the same instrument using the same reagent lot. On (B)(6) 2015 the customer adjusted a new lot of igf-1 reagent lot 536 on the immulite 2000 xpi instrument, and carried out a correlation study using the same patient samples between reagent lots 534 and 536. It was observed that the results on the patient samples were higher when using reagent lot 536. As a result the customer re-ran four of the eleven patient samples (the other seven samples were not available for retesting) from the first run and all eight samples from the second run using reagent lot 534. The results were higher and matched the results obtained on the patient samples when using reagent lot 536. All results obtained on patient samples using both igf-1 reagent lots were reported to the physician(s). There were no reports of adverse health consequences due to the discordant results obtained on the patient samples for igf-1